Event description:
Event description guidant received information that this right ventricular lead was surgically abandoned and replaced due to a sensing issue. It was also noted that there was an inhibition of therapy for a period of three beats at a time with no adverse patient effects or symptoms observed.